Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began probably about 3 weeks ago. Patient stated the recharger problem message displayed on their controller. During the call the recharger was kind of frayed by where the wire connected into the circle. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
H3. Analysis of recharger product ID (97755) with serial number ((B)(6)) found" electrical failure, cable insulation is peeling away at donut end and torn at donut end got hot after running it at donut end. No device found message, record the two values, the highest number (00), the low number (00). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.